Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The results reveal interference/noise as indicated by high ventricular short interval counts sic) that are observed with 656 counts occurring between the (B)(6) and (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. A lead integrity alert was triggered on (B)(6) 2010, the leads were competitor leads. In addition there was oversensing observed as indicated by multiple short ventricular-ventricular sensed events of less than 220 ms observed between the (B)(6) 2010 and (B)(6) 2011. There were four episodes of non sustained tachycardia, and two episodes ventricular fibrillation). Further note that competitor leads were attached to the device. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was reported due to a competitor lead triggering a lead integrity alert. Subsequently the save to disk tested out of specification. Information identified in the manufacture data base noted the patient is deceased. Additional information obtained revealed the patient had severe cardiomyopathy. The physician and the patient were aware of the competitor lead fracture; however choose not to perform an additional surgery due to the patient's heart failure. The request for the save to disk to be read was that the physician was just keeping a "close eye" on the lead.